Event description:
Litigation papers allege pain, disability, and elevated metal ion levels.

Event description:
Update: (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part/lot information was identified on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on 01/15/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. This follow-up was originally sent on (B)(4) 2014. During this window the FDA experienced a system failure and that resulted in waiting for confirmation from the FDA to resubmit.